Manufacturer narrative:
Submit date: 6/27/16. The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The reported condition was confirmed. After performing visual inspection the issue was observed in the contamination of the syringe. This part in question is manufactured by a supplier. A complaint notification was sent to supplier to initiate the investigation of root cause. The sample was sent for laboratory testing to analyze the particulate composition. The particulate was not found to be embedded in either the rubber tip or syringe. The composition of approximately 1.6mm x 1.5mm in size was loose in the syringe. Previous established weekly cleaning methods incorporated the used of compressed air for cleaning machine presses and assembly machine. This method may result in redistribution of particulate from one area to another rather than removal which is subsequently vacuumed to remove any particulate that may be present. Improper optimization of the timing and depth of the air delivery may result in particulate not being removed. This process as well as the generation or entrance of general particulate into the production process is being evaluated. As a preventive action the personnel was notified about the incident. As countermeasure a complaint notification was sent to supplier to request corrective action. The use of compressed air has been restricted in favor of vacuums for removal of particulate from the production process. Improper cleaning methods or lack of standardization of cleaning tasks for the operators were evaluated and standard work procedures were established for cleaning of the machine. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 9/27/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One sample without original package or lot number was received on 04/21/2016 and additional one sample without original package or lot number was received on 08/22/2016 at the manufacturing site for evaluation. The reported condition was confirmed. After performing visual inspection the issue was observed in the contamination of the syringe. The component syringe 12ml luer lock tip is produced by external supplier and the assembly process consists in a pick and place operation. The condition reported is not generated during the assembly manufacturing process. The component in questions is purchased by a supplier. A complaint notification was sent to supplier to initiate the investigation of root cause. The sample was sent for laboratory testing to analyze the particulate composition. Results are documented in by medtronic technical services. The particulate was not found to be embedded in either the rubber tip or syringe. The composition is of approximately 1.6mm x 1.5mm in size. Previous established weekly cleaning methods incorporated the used of compressed air for cleaning machine presses and assembly machine. This method may result in redistribution of particulate from one area to another rather than removal. During syringe assembly in the ram, an insertion tube enters the barrel to deliver compressed air that is subsequently vacuumed to remove any particulate that may be present. Improper optimization of the timing and depth of the air delivery may result in particulate not being removed. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states there is a foreign object in the syringe. The contaminant appears to be free-floating.